Manufacturer narrative:
Product event summary: the afr-00001 sphere 9 catheter with lot 0012877190 was returned and analyzed. During external visual inspection, the catheter was found to be intact, and no defects were observed. The cirris tester was used on the catheter for shorts and mapping tests, and the tests passed successfully. The catheter was connected to the final functional tester for impedance and thermocouple tests. Both tests passed successfully. The catheter was functionally tested using test capital equipment. Radiofrequency and pulse field ablations were completed successfully with the catheter. A new map was started, and the catheter was able to map appropriately. In conclusion, the reported char issue was not observed with the returned catheter. The catheter passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during radiofrequency (rf) lesion delivery on the cavo-tricuspid isthmus (cti) line, large temperature spikes were noted on the catheter and an error code 060 indicated impedance check was disabled. The physician was asked if the catheter might be near the implantable cardioverter defibrillator lead, and after moving the catheter, temperatures normalized. Upon removal of the catheter for transseptal access, char was observed on the catheter tip. The catheter was replaced with an additional catheter. During initial pulsed field ablation delivery, temperatures were again significantly out of range; changing the cable did not resolve the issue, so the catheter was changed and the case was completed. No patient complications have been reported as a result of this event.